Event description:
It was reported that the two batteries did not provided power when connected to the controller. The controller sound a low priority alarm "no battery connected". The batteries were replaced, the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿battery, medical device: model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 13-aug-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿battery, medical device: model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2021 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 22-mar-2021. Labeled for single use: no. (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) batteries (bat903312, bat933699) were returned for evaluation. One (1) controller of unknown serial number was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis was not performed since log files were not available for analysis. Failure analysis of bat903312 revealed that the device passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller. Failure analysis of bat933699 revealed that the device passed visual inspection. Functional testing of bat933699 revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of the integrated circuits was able to remove the flag and resulted in bat933699 regaining functionality. If an inoperable battery is connected to a controller, a low priority power disconnect alarm will be triggered. As a result, the reported event was confirmed for bat933699. Bat933699 is in scope of fa1265, which was initiated for batteries with electrical faults. Based on an investigation conducted under CAPA pr0 0519785, the most likely root cause of the observed inability bat933699 to charge or provide power event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d1: battery d4: bat903312 h3: yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: battery d4: bat933699 h3: yes h6: img code(s): g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem d1 brand name d4 model, catalog, serial-lot, unique identifier (UDI) h2 device evaluated h4 device mfg date investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the fully charged batteries were not recognized by the controller as a power source. The controller was removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and update to investigation completion. The product event summary was revised. Revised product event summary: the two batteries (B)(6) were returned for evaluation. One controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The battery was able to adequately provide power to a test controller. Failure analysis of (B)(6) revealed that the device passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag indicates that there was a communication error between the main integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protecti on when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of the integrated circuits was able to remove the flag and resulted in (B)(6) regaining functionality. If an inoperable battery is connected to a controller, a low priority power disconnect alarm will be triggered. As a result, the reported event was confirmed for (B)(6) is in scope of fa1265, which was initiated for batteries with electrical faults. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) d10: yes, return date:01-aug-2022 h3: yes dev rtn to MFR? Yes d4: serial #: (B)(6) d10: yes, return date:01-aug-2022 h3: yes dev rtn to MFR? Yes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.